Event description:
It was reported that the customer's serter was reading low. Customer received a reading of 73 mg/dl while blood glucose was 272 mg/dl. Customer also stated at one point she received a reading of around 100 mg/dl while her blood glucose was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.